Event description:
It was reported that the patient experienced pain, erosion and glans necrosis with an inflatable penile prosthesis (ipp). It was detailed that the erosion does not lead to the glans necrosis. A surgical procedure was performed during which the existing device was explanted and replaced with a new ipp. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of erosion, necrosis, and pain are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced pain, erosion and glans necrosis with an inflatable penile prosthesis (ipp). It was detailed that the erosion does not lead to the glans necrosis. A surgical procedure was performed during which the existing device was explanted and replaced with a new ipp. No further patient complications were reported.

Event description:
It was reported that the patient experienced infection, pain, erosion and glans necrosis with an inflatable penile prosthesis (ipp). It was detailed that the erosion does not lead to the glans necrosis. A surgical procedure was performed during which the existing device was explanted and replaced with a new ipp. No further patient complications were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Correction to field b5: describe event or problem correction to field h6: patient codes. Model number/catalog number: 72404155 serial number: n/a batch/lot number: 1100451731 model/catalog description: reservoir 65 ml pc/iz unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of erosion, necrosis, pain and infection were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported patient symptoms of erosion, necrosis, pain and infection are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.